Event description:
A caller reported being able to continuously remove air from the cartridge during the air removal step of the load process. There was no adverse impact to the customer's blood glucose level. Technical support informed the caller that the white septum on the cartridge was not designed for multiple punctures, instructed them to load a new cartridge, and educated them on the proper air removal process. The caller successfully loaded a new cartridge and resumed insulin delivery.